Manufacturer narrative:
(B)(4). Section b5: additional information was received on 28-aug-2023. Summary of the information provided: the information indicated that the treating physician attributed the cause of the event to ¿post-operative hyper-perfusion¿. The location of the hemorrhage was ¿right frontal lobe, insular cortex¿. It was also commented that there were no device performance issues related to the embotrap iii device. Complaint conclusion: as reported via the excellent study (cnv_2017_02), a 77-year-old male (subject (B)(6)) with a history of being a previous smoker presented with an unwitnessed non-wake up stroke. Last time seen well was on (B)(6) 2023, at 21:30. Symptoms were first observed on (B)(6) 2023 at 07:30 during which the patient was already an in-hospital patient at time of stroke onset. The patient was presented to the treating hospital on the same day at 10:17. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The suspected origin of the embolism was ¿other etiologies: prostate cancer¿. The patient¿s baseline nihss score was 25 and a mrs score of 0- no symptoms. The patient underwent an endovascular mechanical thrombectomy on the (B)(6) 2023 using an embotrap iii 5 mm x 37 mm (B)(4) for an occlusion at the right internal carotid artery (ica) and occlusions at the m1 and m2 segments of the middle cerebral artery (mca). The pre-pass mtici score was 0. The 1st pass resulted in a mtici score of 2a, with clot retrieval in the aspirate and stent retriever. The second pass was done using the same embotrap device with a pre-pass mtici score of 2a and resulted in a post-pass mtici score was 2b. During the procedure, a guidewire was used, but the brand was not specified. A 0.018 trevo microcatheter, a 0.074 vectra intermediate catheter, and a optimo balloon guide catheter were also used. There were no reported intraoperative study device deficiencies. The patient¿s 24-hour post-procedure nihss score was 31. The patient was discharged to ¿other: change to other department¿ on (B)(6) 2023 with an nihss score of 22 and a mrs score of 5. On (B)(6) 2023, the patient experienced the adverse event of a ¿symptomatic intracerebral hemorrhage¿, which became known to the site on the same day. The principal investigator (pi) assessed this event as not serious, but severe, and unrelated to the study device, unrelated to the large bore catheter and unrelated to the surgical procedure. The event was not medically treated. The patient recovered and the event was ¿resolved with sequelae with an end date of (B)(6) 2023¿. Additional information was received on 28-aug-2023. Summary of the information provided: the information indicated that the treating physician attributed the cause of the event to ¿post-operative hyper-perfusion¿. The location of the hemorrhage was ¿right frontal lobe, insular cortex¿. It was also commented that there were no device performance issues related to the embotrap iii device. This additional information was discussed with the medical safety officer (mso) on (B)(6) 2023. Per the mso, the bleeding that occurred in the right frontal lobe would not be related to the device used, as this location is supplied by the anterior cerebral artery (aca). The bleeding that occurred in the insular cortex cannot be entirely disassociated from the device. The device was discarded; therefore, no further investigation can be performed. A device history review (DHR) associated with lot 22b067av presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Cerebral hemorrhage is a known potential complication associated with the use of the embotrap iii device and is listed as such in the instructions for use (IFU). Per the clinical database, crf, there were no reported quality issues/malfunctions related to the device. The principal investigator (pi) assessed this event was unrelated to the study device, unrelated to the large bore catheter and unrelated to the surgical procedure. However, because the event of ¿symptomatic intracerebral hemorrhage¿ occurred the day after the surgical procedure, the correlating relationship between the device and event cannot be ruled out. Based on this information, the event of cerebral hemorrhage does meet us FDA reporting criteria under 21 cfr 803 under the classification of ¿serious injury¿. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this med watch: b4, b5, g3, g6, h2 and h11. Section b5: additional/modified information was received on 30-may-2024. Summary: regarding the event of ¿symptomatic intracerebral hemorrhage,¿ the severity was updated from "severe" to "moderate." A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Section a1. Patient identifier: (B)(6). Section e1 ¿ initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device was discarded; therefore, no further investigation can be performed. A device history review (DHR) associated with lot 22b067av presented no issues during the manufacturing or inspection process that can be related to the reported complaint. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported via the excellent study ((B)(6)), a 77-year-old male (subject (B)(6)) with a history of being a previous smoker presented with an unwitnessed non-wake up stroke. Last time seen well was on (B)(6) 2023, at 21:30. Symptoms were first observed on (B)(6) 2023 at 07:30 during which the patient was already an in-hospital patient at time of stroke onset. The patient was presented to the treating hospital on the same day at 10:17. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The suspected origin of the embolism was ¿other etiologies: prostate cancer¿. The patient¿s baseline nihss score was 25 and a mrs score of 0- no symptoms. The patient underwent an endovascular mechanical thrombectomy on the (B)(6) 2023 using an embotrap iii 5 mm x 37 mm (et309537/ 22b067av) for an occlusion at the right internal carotid artery (ica) and occlusions at the m1 and m2 segments of the middle cerebral artery (mca). The pre-pass mtici score was 0. The 1st pass resulted in a mtici score of 2a, with clot retrieval in the aspirate and stent retriever. The second pass was done using the same embotrap device with a pre-pass mtici score of 2a and resulted in a post-pass mtici score was 2b. During the procedure, a guidewire was used, but the brand was not specified. A 0.018 trevo microcatheter, a 0.074 vectra intermediate catheter, and a optimo balloon guide catheter were also used. There were no reported intraoperative study device deficiencies. The patient¿s 24-hour post-procedure nihss score was 31. The patient was discharged to ¿other: change to other department¿ on (B)(6) 2023 with an nihss score of 22 and a mrs score of 5. On (B)(6) 2023, the patient experienced the adverse event of a ¿symptomatic intracerebral hemorrhage¿, which became known to the site on the same day. The principal investigator (pi) assessed this event as not serious, but severe, and unrelated to the study device, unrelated to the large bore catheter and unrelated to the surgical procedure. The event was not medically treated. The patient recovered and the event was ¿resolved with sequelae with an end date of (B)(6) 2023¿.